Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: during testing, the audio bolus button (abb) was found to be torn and unresponsive. Unrelated to the original complaint, the screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display (dim/fading/color spectrum) issue and a button/keypad (audio bolus button damage prior to tactile change) issue. This report is made based on results of investigation completed on 06-nov-2019. There was no indication that the product caused or contributed to an adverse event.